Event description:
Reported via journal article. It was reported a closure device did not seal. A 71-year-old female with atrial fibrillation (af) underwent 24mm watchman flx laa closure device implantation given history of subdural hematoma requiring evacuation. There was no initial leak after implant. 45 days post-implantation, transesophageal echocardiography demonstrated a 2.1 mm intradevice leak (idl) with bidirectional flow adjacent to a well seated device, and a small discontinuity. After multidisciplinary shared discussion with the patient, the patient was continued on antiplatelet agents and reinitiated on oral anticoagulation (oac) medication with close monitoring.

Manufacturer narrative:
B3: estimated as 04/02/22024 as the online published date for the article is noted as 2 april 2024. Citation: dhaliwal, s., tao, m., gier, c., kim, p.m., maleki, n.d., novotny, h.s., benson, d., rashba, e.j., mann, n.n. & kort, s. (2024). Intradevice leak: a rare but important complication after left atrial appendage occlusion, journal of the american college of cardiology, volume 83, issue 13, supplement a, page 2886. Issn 0735-1097. Https://doi.org/10.1016/s0735-1097(24)04876-9. Https://www.sciencedirect.com/science/article/pii/s0735109724048769).